Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the instrument was normally used in laparoscopic cholecystectomy clips appear randomly when the handle is pressed against the plastic to plastic. The surgeon was an experienced clip appliers user. Patient status: the patient was not adversely affected by the situation. Intervention: they took a new clip appliers.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: the instrument was normally used in laparoscopic cholecystectomy clips appear randomly when the handle is pressed against the plastic to plastic. The surgeon was an experienced clip appliers user. Patient status: the patient was not adversely affected by the situation intervention: they took a new clip appliers.